Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. The reported patient effect of mitral stenosis is listed in the instructions for use (IFU) as a known possible complication associated with mitraclip procedures. Based on the available information, a cause for the reported mitral stenosis could not be determined. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed for mitral stenosis. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) of grade 4. Two clips were implanted without issue and mr was reduced to grade 2. The mean pressure gradient was 5 mmhg at the end of the procedure. One day post procedure, echocardiogram was performed and the mean pressure gradient had increased to 6 mmhg. No additional intervention has been performed and the patient was discharged to home in stable condition. No additional information was provided.